Event description:
According to the distributor's report, the father of the pt called to inquire about info regarding eye exposure to the adhesive. Four months ago, his child had a laceration closed with the device. During application, some of the adhesive contacted the eye and glued it shut. The pt was referred to an ophthalmologist and treated with ophthalmic ointment. The pt is reported as doing fine.